Event description:
It was reported that the customer was hospitalized twice in two separate occasions for low blood glucose of 22mg/dl, and high blood glucose of 585mg/dl. It was stated that the second time the customer was hospitalized they found she had an infection. Troubleshooting was performed. The insulin pump passed the delivery test, but the high pressure test failed. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.